Manufacturer narrative:
The nurse reported that the g9 monitor in room (B)(4) was incorrectly named bed (B)(4), which was a duplicate name to the monitor in room (B)(4), and was not monitoring patients as a result. Nihon kohden technical services walked them through the process of fixing the bed name to resolve the issue. No patient harm was reported.

Event description:
The nurse reported that the g9 monitor in room (B)(4) was incorrectly named bed (B)(4), which was a duplicate name to the monitor in room (B)(4), and was not monitoring patients as a result.

Event description:
The nurse reported that the g9 monitor in room 5 was incorrectly named bed 6, which was a duplicate name to the monitor in room 6, and was not monitoring patients as a result.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) reported the monitor (cu-192ra sn: (B)(6)) in room 5 had the same name as the monitor in room 6. Service requested troubleshooting/assistance service performed monitor name was changed to the appropriate ID: ICU-5306. Rns was found to not be monitoring ICU-5306 at all. ICU-5306 was added to the monitoring screen. Customer was still not seeing any of the data from epic even though vitals were coming across the nk network from both beds properly. Customer was advised that since the two monitors had the same name and was reporting different vitals under the same ID, the system was getting errors. Customer was advised to give the system time to sort out the data, and if it persists, contact their epic support. Investigation result the unit was put into service on 07/24/16, which is approximately 2 years prior to the reported issue. Review of device history found no previously reported issues with the unit. There was a reported issue that the core unit - g9 had incorrect bed name. The root cause is determined to be user error. Issue was resolved by correcting the name of the device. Nk support assisted customer to add the correct device to the rns monitoring screen. Customer confirmed the monitors were communicating within the nk network properly. There was an issue with information at the customer's emr. This does not affect patient monitoring as the patient monitoring devices function and communicate on the nk network. There were no further reported issues with the unit. Based on the given information, this issue is not suspected to be caused by a deficiency of the patient monitoring device or its design. Corrected information: g4. Date received by manufacturer: should be 07/15/2018 not 08/10/2018 as listed on MDR initial report